Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female], abdominal x-ray revealed 3 mm fragments remaining in the lower right quadrant [device breakage] , burnout [burnout syndrome] , no more thyroid [thyroidectomy] , joint and muscle pain [arthromyalgia] , intense fatigue [fatigue] , tachycardia [tachycardia] , intense cold [coldness] , abdominal pain [abdominal pain] , dizziness (feeling of drunkenness)/dizziness [dizziness], somnolence [somnolence] , metallic taste in mouth [taste metallic] , disturbance of hearing [auditory disorder] , generalised dryness [dry skin] , recurrent cough [cough] , nausea with excess salivation [nausea] , nausea with excess salivation [increased salivation], ageusia [ageusia], lower back pain in the sacrum area [back pain] , hashimoto¿s hypothyroidism [hashimoto's disease] , graves hyperthyroidism [graves' disease] , gouge rot sjogren's generalized dryness syndrome [sjogren's syndrome] , abdominal pain in her lower abdomen [abdominal pain lower] , accompanied by generalized muscle and joint pain [arthromyalgia] , acute pain led her to undergo emergency surgery for suspected appendicitis [acute appendicitis] , blurred vision, [blurred vision] , headache [headache] , mental exhaustion [mental exhaustion] , allergy to metals (nickel) was detected [nickel allergy] , entire mouth (gums, tongue) was burning [burning mouth] , depressive episodes [recurrent depressive disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 24-mar-2017. The most recent information was received on 20-oct-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("abdominal x-ray revealed 3 mm fragments remaining in the lower right quadrant"), burnout syndrome ("burnout") and thyroidectomy ("no more thyroid") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (9 and 7 years old, in 2011), vaginal yeast infection and body mass index normal. Concurrent conditions were listed as headache, ataxia, burning tongue, anxiety, tinnitus, sleep disturbance, weight loss, palpitations, abdominal pain, post procedural pain, menstruation frequent, paratubal cyst, drowsiness and vertigo. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), burnout syndrome (seriousness criterion hospitalisation), a first episode of arthralgia ("joint and muscle pain"), fatigue ("intense fatigue"), tachycardia ("tachycardia"), feeling cold ("intense cold"), abdominal pain ("abdominal pain"), dizziness ("dizziness (feeling of drunkenness)/dizziness"), somnolence ("somnolence"), dysgeusia ("metallic taste in mouth"), auditory disorder ("disturbance of hearing"), dry skin ("generalised dryness"), cough ("recurrent cough"), nausea ("nausea with excess salivation"), salivary hypersecretion ("nausea with excess salivation"), ageusia ("ageusia"), back pain ("lower back pain in the sacrum area"), autoimmune thyroiditis ("hashimoto¿s hypothyroidism"), graves' disease ("graves hyperthyroidism"), sjogren's syndrome ("gouge rot sjogren's generalized dryness syndrome"), abdominal pain lower ("abdominal pain in her lower abdomen"), a second episode of arthralgia ("accompanied by generalized muscle and joint pain"), appendicitis ("acute pain led her to undergo emergency surgery for suspected appendicitis"), vision blurred ("blurred vision,"), headache ("headache"), mental fatigue ("mental exhaustion"), allergy to metals ("allergy to metals (nickel) was detected"), oral discomfort ("entire mouth (gums, tongue) was burning") and depression ("depressive episodes") and underwent thyroidectomy (seriousness criterion medically important). The patient was treated with surgery (on (B)(6) 2017 bilateral salpingectomy and hysterectomy on (B)(6) 2021). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal pain lower, allergy to metals, appendicitis, the second episode of arthralgia, autoimmune thyroiditis, back pain, burnout syndrome, depression, device breakage, graves' disease, headache, mental fatigue, oral discomfort, sjogren's syndrome and vision blurred to be related to essure administration. No causality assessment was received for essure with regard to the first episode of arthralgia, fatigue, tachycardia, thyroidectomy, feeling cold, abdominal pain, pelvic pain, dizziness, somnolence, dysgeusia, auditory disorder, dry skin, cough, nausea, ageusia or salivary hypersecretion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.458 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 2.785. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-oct-2025: quality safety evaluation of product technical complaint. Upon internal review, events "feeling of drunkenness and dizziness" were merged, date was added for non-drug treatment of event "device breakage". F code updated. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] abdominal x-ray revealed 3 mm fragments remaining in the lower right quadrant [device breakage]. Burnout [burnout syndrome] no more thyroid [thyroidectomy] joint and muscle pain [arthromyalgia] intense fatigue [fatigue] tachycardia [tachycardia] intense cold [coldness] abdominal pain [abdominal pain] dizziness (feeling of drunkenness) [dizziness] somnolence [somnolence] metallic taste in mouth [taste metallic] disturbance of hearing [auditory disorder] generalised dryness [dry skin] recurrent cough [cough] nausea with excess salivation [nausea] nausea with excess salivation [increased salivation] ageusia [ageusia] lower back pain in the sacrum area [back pain] hashimoto¿s hypothyroidism [hashimoto's disease] graves hyperthyroidism [graves' disease] gouge rot sjogren's generalized dryness syndrome [sjogren's syndrome] abdominal pain in her lower abdomen [abdominal pain lower] accompanied by generalized muscle and joint pain [arthromyalgia] acute pain led her to undergo emergency surgery for suspected appendicitis [acute appendicitis] dizziness [dizziness] blurred vision, [blurred vision] headache [headache] mental exhaustion [mental exhaustion] allergy to metals (nickel) was detected [nickel allergy] entire mouth (gums, tongue) was burning [burning mouth]. Depressive episodes [recurrent depressive disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 24-mar-2017. The most recent information was received on 13-oct-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("abdominal x-ray revealed 3 mm fragments remaining in the lower right quadrant"), burnout syndrome ("burnout") and thyroidectomy ("no more thyroid") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (9 and 7 years old, in 2011), vaginal yeast infection and body mass index normal. Concurrent conditions were listed as headache, ataxia, burning tongue, anxiety, tinnitus, sleep disturbance, weight loss, palpitations, abdominal pain, post procedural pain, menstruation frequent, paratubal cyst, drowsiness and vertigo. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), burnout syndrome (seriousness criterion hospitalisation), a first episode of arthralgia ("joint and muscle pain"), fatigue ("intense fatigue"), tachycardia ("tachycardia"), feeling cold ("intense cold"), abdominal pain ("abdominal pain"), a first episode of dizziness ("dizziness (feeling of drunkenness)"), somnolence ("somnolence"), dysgeusia ("metallic taste in mouth"), auditory disorder ("disturbance of hearing"), dry skin ("generalised dryness"), cough ("recurrent cough"), nausea ("nausea with excess salivation"), salivary hypersecretion ("nausea with excess salivation"), ageusia ("ageusia"), back pain ("lower back pain in the sacrum area"), autoimmune thyroiditis ("hashimoto¿s hypothyroidism"), graves' disease ("graves hyperthyroidism"), sjogren's syndrome ("gouge rot sjogren's generalized dryness syndrome"), abdominal pain lower ("abdominal pain in her lower abdomen"), a second episode of arthralgia ("accompanied by generalized muscle and joint pain"), appendicitis ("acute pain led her to undergo emergency surgery for suspected appendicitis"), a second episode of dizziness ("dizziness"), vision blurred ("blurred vision, "), headache ("headache"), mental fatigue ("mental exhaustion"), allergy to metals ("allergy to metals (nickel) was detected"), oral discomfort ("entire mouth (gums, tongue) was burning") and depression ("depressive episodes") and underwent thyroidectomy (seriousness criterion medically important). The patient was treated with surgery (on (B)(6) 2017 bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal pain lower, allergy to metals, appendicitis, the second episode of arthralgia, autoimmune thyroiditis, back pain, burnout syndrome, depression, device breakage, the second episode of dizziness, graves' disease, headache, mental fatigue, oral discomfort, sjogren's syndrome and vision blurred to be related to essure administration. No causality assessment was received for essure with regard to the first episode of arthralgia, fatigue, tachycardia, thyroidectomy, feeling cold, abdominal pain, pelvic pain, the first episode of dizziness, somnolence, dysgeusia, auditory disorder, dry skin, cough, nausea, ageusia or salivary hypersecretion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.458 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-may-2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 2.785. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: for essure: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The most recent follow-up information incorporated above includes data received on: 13-oct-2025: upon receipt of follow up argus cases (B)(4) are found to be duplicate of each other therefore argus case (B)(4) needs to nullify from argus database. All source documents, references, events & all relevant information has been transferred to retention case (legacy device number 2951250-2025-00600). Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.